Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power supply cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed that the power cord is in good condition, power supply cable is defective (has exposed wires). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.